Event description:
It was reported that treatment was performed in a left main artery. After pre-dilatation, a dissection occurred in the left main. The penta was deployed as treatment for the dissection. The sds was slightly withdrawn and the stent was post-dilated. Another perforation was noted, which was treated with a perfusion balloon. Bleeding was resolved, but a "delay" was observed in the vessel distal to the implanted stent.